Manufacturer narrative:
Concomitant product: 6944-65, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient received inappropriate therapy due to possible supra ventricular tachycardia (svt). They were mowing the lawn, felt dizzy and their heart racing, and then they felt a shock. It was also noted that there was undersensing on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.